Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
During preventive maintenance a crack in the rear housing was noted. There was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage before therapy has been completed. The logs were reviewed but no issues were observed in either of the logs. The console was tested and functioned/operated to specification. No problem found with this aic.